Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the initial implant, the right ventricular lead had difficulty extending and retracting the helix. The lead was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that during the initial implant, the right ventricular lead had positioning difficulty and there was difficultly extending and retracting the helix. The lead was removed and replaced. No patient complications were reported as a result of this event.